Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer reports the safety shield detached when extended, caused exposure to the infected needle. The nurse experienced a needle stick as a result.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.